Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. This MDR is being submitted because it was inadvertently submitted through the test environment on 10/10/16.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the ultrasound system started smoking and displayed an error code. There was no patient involvement. The sonographer indicated that she was not injured. No additional information was provided.

Manufacturer narrative:
Investigation results: the cause was due to a sata power cable connected to hdd becoming hot and melting in the area of three 12v connections. These 12v connections are the top three connections. If the connector starts to separate at the top, these connections will become resistive and hot. The solution was to replace the rm module at the system level. For the cable connection, no design changes were required. Normal routing and stress relief of the connector does not allow the connector to separate at the top. The connector already has a latch to lock the cable in place.